Event description:
According to the complainant, approximately three (3) hours into hemodialysis treatment, microbubbles were observed in the venous chamber with foaming present. The user attempted to resolve the microbubbles and foaming by tightening all connections and removing the air/foam from the venous chamber with no resolution. Patient was moved to a new machine with a new setup.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Please note: reported lot number a2800382 does not validate in our system. Lot number is considered "unknown" until we receive additional information.